Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 731604) for female sterilisation. The patient had a medical history of surgery (double mastectomy with 2 reconstructions. Cholecystectomy. Essure, which failed followed by bilateral tubal ligation and an endometrial ablation.), painful intercourse, pelvic pain female, breast cancer, dysmenorrhea, parity 4 and multi gravida. The patient had a family history of cancer (pancrease breast stomach). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1685 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and right salpingo-oophorectomy and left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: CT scan abdomen and pelvis with contrast. Indication: right lower quadrant pain, history of breast cancer technique: axial belical CT was performed with intravenous administration of 100 ee *s isovue-370 and oral administration of 30ml gastrotropin diluted with 970 ml water for total volume of 1000ml. Abdomen: small right renal cyst is incidentally noted. The solid abdominal organs are otherwise unremarkable. A few small gallstones are present. The visualized bowel is unremarkable. The retrocecal appendix is unremarkable. Ne free fluid or lymphadenopathy is identified. Minimal dependent pulmonary consolidation is consistent with atelectasis. Pelvis: visualized bowl is unremarkable fallopian tube occlusion devices are noted. Three free fluid is within physiologic limits. The pelvic contents and otherwise unremarkable impression: no abnormality identified to account for right lower quadrant pain. Few small gallstones.; on (B)(6) 2014: examination: abdomen and pelvis CT with intravenous contrast. Technique: spiral CT was performed through the abdomen and pelvis following administration of intravenous and oral contrast. Images are reviewed in relevant windows. History: pelvic pain findings: uterus and ovaries: ovaries appear normal. Heterogeneity of the uterus may indicate presence of fibroids. Tampon in vagina. Tubal ligation clips noted. Final impression: no evidence of acute pathology. Somewhat heterogeneous uterus which could indicate presence of fibroids. Pelvic ultrasound may be helpful for further evaluation if clinically indicated. [Hysterosalpingogram] on (B)(6) 2011: procedure: hysterosalpingogram history: essure sterilization, assess for tubal potency technique: informed consent was obtained. The patient was placed in the lithotomy position and a sterile speculum was placed. The cervix was cleansed with betadine. A 5fr balloon lipped hsg catheter was placed into the endocervical canal. Nine ml lsovue contrast was gently injected and images were obtained in multiple projections. She tolerated the procedure well. Findings: the image shows was bilateral essure coils in the adnexol regions with contrast injection contrast terminates in the right cornua, but contrast freely flows through the left fallopian tube. Spilling into the pelvis and outlining bowel loops. Tho essure coil is oriented tangentially to the left fallopian tube isthmus. Morphology of the uterine cavity is normal. Conclusion: patent left fallopian tube. These findings were discussed with the patient and it was recommended to her thot she continue alternative birth control at this time. [Pathology test] on (B)(6) 2015: surgical pathology report specimen: cervix, uterus, tubes, right ovary clinical history: pelvic pain, dysmenorrhea final diagnosis: uterus / cervix, bilateral fallopian tubes and right ovary, resection: mild chronic cervicitis. Secretory endometrium. Right ovary - benign cysts gross examination: metallic coiled device, consistent with an essure contraceptive device. This device is adherent to the corpus and displays surrounding fibrous adhesions. Both fallopian tubes display 1.4 x 0.4 x 0.4 cm metallic and ruber clips, consistent with filshie clips. The right fallopian tube displays a single clip which completely transects the lumen. The left fallopian tube displays two clips, one of which completely transects the lumen and the other is adherent to the fallopian tube by fibrous adhesions. The lumen of the right fallopian tube displays a metallic coiled essure device. The left fallopian tube is free of this device. Microscopic examination: two essure devices are identified. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 731604) for permanent contraceptive tubal implant. The patient had a medical history of surgery (double mastectomy with 2 reconstructions. Cholecystectomy. Essure, which failed followed by bilateral tubal ligation and an endometrial ablation.), painful intercourse, pelvic pain female, breast cancer, dysmenorrhea, parity 4 and multi gravida. The patient had a family history of cancer (pancrease breast stomach). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1685 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and right salpingo-oophorectomy and left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: CT scan abdomen and pelvis with contrast. Indication: right lower quadrant pain, history of breast cancer technique: axial belical CT was performed with intravenous administration of 100 ee *s isovue-370 and oral administration of 30ml gastrotropin diluted with 970 ml water for total volume of 1000ml. Abdomen: small right renal cyst is incidentally noted. The solid abdominal organs are otherwise unremarkable. A few small gallstones are present. The visualized bowel is unremarkable. The retrocecal appendix is unremarkable. Ne free fluid or lymphadenopathy is identified. Minimal dependent pulmonary consolidation is consistent with atelectasis. Pelvis: visualized bowl is unremarkable fallopian tube occlusion devices are noted. Three free fluid is within physiologic limits. The pelvic contents and otherwise unremarkable impression: no abnormality identified to account for right lower quadrant pain. Few small gallstones.; on (B)(6) 2014: examination: abdomen and pelvis CT with intravenous contrast. Technique: spiral CT was performed through the abdomen and pelvis following administration of intravenous and oral contrast. Images are reviewed in relevant windows. History: pelvic pain findings: uterus and ovaries: ovaries appear normal. Heterogeneity of the uterus may indicate presence of fibroids. Tampon in vagina. Tubal ligation clips noted. Final impression: no evidence of acute pathology. Somewhat heterogeneous uterus which could indicate presence of fibroids. Pelvic ultrasound may be helpful for further evaluation if clinically indicated. [Hysterosalpingogram] on (B)(6) 2011: procedure: hysterosalpingogram history: essure sterilization, assess for tubal potency technique: informed consent was obtained. The patient was placed in the lithotomy position and a sterile speculum was placed. The cervix was cleansed with betadine. A 5fr balloon lipped hsg catheter was placed into the endocervical canal. Nine ml lsovue contrast was gently injected and images were obtained in multiple projections. She tolerated the procedure well. Findings: the image shows was bilateral essure coils in the adnexol regions with contrast injection contrast terminates in the right cornua, but contrast freely flows through the left fallopian tube. Spilling into the pelvis and outlining bowel loops. Tho essure coil is oriented tangentially to the left fallopian tube isthmus. Morphology of the uterine cavity is normal. Conclusion: patent left fallopian tube. These findings were discussed with the patient and it was recommended to her thot she continue alternative birth control at this time. [Pathology test] on (B)(6) 2015: surgical pathology report specimen: cervix, uterus, tubes, right ovary clinical history: pelvic pain, dysmenorrhea final diagnosis: uterus / cervix, bilateral fallopian tubes and right ovary, resection: mild chronic cervicitis. Secretory endometrium. Right ovary - benign cysts gross examination: metallic coiled device, consistent with an essure contraceptive device. This device is adherent to the corpus and displays surrounding fibrous adhesions. Both fallopian tubes display 1.4 x 0.4 x 0.4 cm metallic and ruber clips, consistent with filshie clips. The right fallopian tube displays a single clip which completely transects the lumen. The left fallopian tube displays two clips, one of which completely transects the lumen and the other is adherent to the fallopian tube by fibrous adhesions. The lumen of the right fallopian tube displays a metallic coiled essure device. The left fallopian tube is free of this device. Microscopic examination: two essure devices are identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.